Event description:
It was reported that prior to a procedure, the fiber was not able to be recognized by the console after it was freshly unpacked and connected. The procedure was completed with another of the same device and the patient was stable following the procedure. The fiber was returned and analysis identified that no light was exiting the connector and that no aim beam exiting the fiber tip indicating there was an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscope inspection of the connector found that no light was exiting the face and that no aim beam was exiting the fiber tip, indicating an internal connector fracture. During the microscopic analysis it was observed that the fiber tip was degraded. Please note that this is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. The console displayed a message that read: treatments used 0. Treatments left 10. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. And: hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.